Manufacturer narrative:
Additional narrative: reporter is a j&j sales representative. A device history record (DHR) review was conducted: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the driving cap/threaded was found to have the tip broken across the threaded section, fragment is stuck in mating device insertion hole (threaded hammer guide connector - 03.037.120). A dimensional inspection was performed for the driving cap/threaded and met specifications. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces as mentioned in the event description. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the driving cap/threaded would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: dimensional inspection was performed for the design of device. Device history lot - part number: 03.010.523. Lot number: 9519944. Manufacturing site: (B)(4). Release to warehouse date: 26. Aug. 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Note: DHR information was retrieved from (B)(4) as it is the same lot number. Device history review - review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the threads are broken off in the threaded hammer guide connector. No patient involvement. This report is for one (1) driving cap/threaded. This is report 1 of 1 for complaint (B)(4).